Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window. The unit was received with a cracked case at display window corner, a cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window.

Event description:
It was reported that the customer had a physical damage on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that their is crack on the edge of display and drive support cap appears to be damaged. The customer was advised to return the insulin pump and it will be replaced. No further information was reported.